Event description:
A ventilator's system board was returned to the manufacturer for evaluation. There was no harm or injury reported. The system board was replaced at the third party service center to address ventilator inoperable codes observed in the downloaded event logs. The system board was evaluated by the manufacturer and was found to operate as designed. The manufacturer concludes the device's software was reloaded to address the ventilator inoperative condition at the third party service center.

Manufacturer narrative:
Initially, an incorrect awareness date of (B)(6) 2019 was used. The correct awareness date is (B)(6) 2019.